Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump, malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.